Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620 mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. He replaced the device with a new one. The affected device was requested back to livanova (B)(4) for further investigation but the reported issue could not be reproduced thus, the root cause remains unknown. A review of the DHR did not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620 mm triggered an error message after the procedure. There was no report of patient injury.